Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/pvc - portex tubes dic was tested under water leak test, which revealed bubbles when submerging under water. Then upon further investigation a tear was found in the material of cuff. The complaint was verified. Reviewing manufacturing testing the report indicated passing at 100% prior to release. Unknown cause of event and will continue to monitor for future issues.

Event description:
Device evaluation completed and summary.

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes dic malfunctioned. Reported that patient went to the or for tracheostomy. On unit after returned, it was noticed patient had a continuous cuff leak. Respiratory therapist states air was put into the cuff and deflated not long after on own. Trauma and md notified. Trach removed and patient was re-intubated. Patient had to return to or. On inspection of trach (held under water), seemed to leak on top between cuff and tube.